Manufacturer narrative:
Added pre-existing medical condition of meibomitis. A review of the manufacturing records was performed and met specifications. In follow-up with the patient's surgeon he stated that in his opinion the device is not related to the adverse event and the intraocular lens is performing well. The patient has meibomitis, an inflammation of the meibomian glands, and early floppy eyelid syndrome. The patient was diagnosed with superior limbic keratoconjunctivitis and had surgery for this by a consultant. Patient remains under treatment. The results of our investigation suggest this event is not related to the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
This the first of two reports for this patient and is for the right eye. The lens remains implanted. The manufacturing records (production and sterilization) were reviewed and showed no deviations or non-conformities during the process that would cause an inflammatory reaction. The 2 lenses reported by the patient were manufactured and sterilized in different years. At this time the manufacturer does not suspect the iol was the cause of this event. Attempts to obtain additional information will continue. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Iol remains implanted.

Event description:
Maude event report (B)(4) received from a patient reporting that he had cataract surgery on his left eye in 2010 with implant of a (B)(4) intraocular lens. He developed a burning sensation, redness, yellow drainage and sticky eye post surgery. His doctor informed him to continue the prescribed eye medication, (B)(6), cortisone and eye lubricant. He reports his symptoms never went away. He proceeded to have cataract surgery on his right eye and had a (B)(4) lens implanted. Following surgery he reports his right eye was burning from the eye drops and he also had redness, sticky, white to yellow drainage. The doctor changed some of the eye drops but he reports his symptoms never got better. During a follow-up visit he informed his surgeon that the eye drops never helped relieve the symptoms. He reports his doctor referred him to a specialist where he had another surgery on the left eye (type of surgery not defined).